Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported a patient's blood glucose was 32.6 mmol/l at 13:59 and 1.8 mmol/l at 14:00 on an accu-chek inform ii system. No adverse event reported. Return of the suspect system was requested.